Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple syringe needles became plugged after it was inserted through the cartridge septum and insulin was unable to be injected into the cartridge. There was no reported impact to customer's blood glucose. No additional information was provided.